Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca needs to be replaced to address the issues. Since this device will reach end of its service life on march 25, 2026, it will be processed for lease-up. The device will be discarded after the processing. The oxygen blender pca will be returned to pil.